Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed compromised force sensor system while the infusion set was changed. The customer's blood glucose was 117 mg/dl. The spouse also stated the insulin pump alarmed compromised force sensor system when attempting to deliver a bolus. The bolus amount was not recorded in the bolus history because the insulin pump alarmed compromised force sensor system again. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to verify prime alarms due to motor error alarms. All alarms received during testing were properly recorded at the alarm history file. No history anomalies noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.